Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced and adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error message and would not complete the boot up process. No patient injury was reported.